Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for myocarditis. It was reported the patient had oozing and swelling. The following day the physician added sutures to the blood vessel and unknown amount of red count cell, fresh frozen plasma and plasma count were administered, amount unknown. It was noted that the patient was bleeding from both impella access site and extracorporeal membrane oxygenation (ECMO). Both impella and ECMO were ultimately explanted and the patient was transferred to another hospital with stable circulation. No further information was provided.